Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to deliver a quick bolus as the customer did not hear the sound of the quick bolus option. Tandem's technical support confirmed in the pump history that no bolus was delivered. The contact believed the pump speaker was not working. The customer's blood glucose level was 195 mg/dl and it was addressed with a manual injection. Reportedly, the customer is nearly blind and is unable to deliver a standard bolus. During troubleshooting with tandem's technical support, a quick bolus was delivered and the correct sounds were heard.